Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was walking and holding a phone with their left hand. The shock impedance is within normal range. The patient was seen in-clinic and myopotential oversensing was reproduced on secondary vector by asking the patient to hold the phone and raise their left arm. The same movement did not trigger oversensing on primary nor alternate vector. Auto set-up was performed and alternate and secondary passed, therefore, the alternate vector was programmed. The smart charge was extended as well. The s-ICD system remains in service. No additional adverse patient effects were reported.